Event description:
It was reported that a 3.0 x 12 mm vision stent was implanted in the mid left anterior descending artery on (B)(6) 2014. The patient experienced throat pain and an inflammatory reaction. She consulted her physician who sent her to an ear, nose, and throat (ent) physician who believes the symptoms are not associated with the stent implant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effects are generally known effects associated with the use of the device and the procedures in which it is utilized. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.